Manufacturer narrative:
Analysis found that 4 rubber bumpers are missing, no other fault found with the device. The device was received in good condition. The rubber bumpers have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the patient module was not working properly. There was no patient impact.